Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): no anomalies found; proximal segment returned and analyzed. (B)(4): no anomalies found, however the outer insulation had a cosmetic depression; proximal segment returned and analyzed.

Event description:
It was reported that the patient experienced infection and sepsis. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.